Manufacturer narrative:
A submitted log file was reviewed and confirmed transient power elevations. However, a correlation between the device and the power elevations, elevated ldh, and gi bleeding could not be determined. The pump was returned assembled with the driveline cut approximately 20.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. No device-related issues were identified during the evaluation of the pump. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on the mornings of (B)(6) 2015, the patient experienced "darkish" urine, which cleared up throughout the day. On (B)(6) 2015, the patient was admitted to the hospital after laboratory tests showed an increase in the patient's lactate dehydrogenase (ldh) from 509 u/l on (B)(6) 2015 to 1556 u/l. It was also reported that transient pump power elevations were noted in the log file. The patient was started on heparin. The patient stated that they felt fine during the events. That evening the patient's urine was tea-colored. On (B)(6) 2015, a ramp echocardiogram showed that the septum and left ventricle changed during an increase in pump speed. The pump speed was changed from 9200 to 9400rpm. The hospital staff felt that the elevation in the patient's ldh may have been related to an increase in the mean arterial blood pressure which had been running above the 100''s mmhg. The patient's blood pressure medications were increased. A chest CT scan showed a possible area of concern for thrombus in the outflow graft, but after a closer analysis of the whole study, the outflow graft was found to be patent. However, the patient was still having transient pump power elevations and increases in the estimated flows. No issues were reported. On (B)(6) 2015, it was reported that the physician thought the patient needed a pump exchange. The patient was positive for gi bleeding (positive occult test), the creatinine level was elevated to 1.4 mg/dl, the ldh was 1501 u/l, the plasma free hemoglobin was 50 g/dl, and the hemoglobin was trending down to 9.0 g/dl. The patient's inr on heparin was 1.9. However, on (B)(6) 2015, the patient's ldh level decreased to 1000's u/l, the liver function tests were good, and total bilirubin was 0.6 mg/dl. The patient's white blood cell count was 8.9 x10^9 cells/l, and the driveline was "beautiful". The patient was positive for helicobacter pylori which could have caused the erosions in her bowel. On (B)(6) 2015, the patient's ldh decreased to the 800's u/l, and a decision was made to hold off on exchanging the patient's pump. On (B)(6) 2015, the patient's pump was exchanged. No information regarding the patient's symptoms between (B)(6) 2015 and the pump exchange was provided.